Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air/water supply during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with this event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is not known whether there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign objects found to be clogging the nozzle, additional findings are as follows: the bending section cover had a scratch, the up/down knob had corrosion, the forceps channel port was shaved, the suction cylinder was shaved, the connecting tube had a scratch and was wrinkled, the grip was shaved, switch button 1 had wear, switch button 4 had wear, and the bending section cover adhesive had a white clouded area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.